Event description:
It was reported that upon receipt, bd vacutainer® acd solution a blood collection tubes discovered a few tubes are found to be cracked and broken. This occurred 7 times. Verbatim: ¿upon receipt, few tubes are found to be cracked and broken¿.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that upon receipt, bd vacutainer® acd solution a blood collection tubes discovered a few tubes are found to be cracked and broken. This occurred 7 times. ¿upon receipt, few tubes are found to be cracked and broken¿

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for glass breakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode."